Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in-clinic follow-up, high capture threshold resulting in loss of capture was noted on the right atrial (ra) lead. The physician suspects ra lead dislodgement as the cause. The ra lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
Additional information: d10, h3 and h6. The reported events were lead dislodgement and increased capture threshold resulting in a loss of capture. As received, a complete lead was returned in one piece with the helix partially extended and clogged with blood/body fluids. After cleaning, the helix could be fully extended and retracted. The measured full helix extension length was within specification. The reported event of increased capture threshold resulting in a loss of capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies except for the damage found consistent with procedural damage.